Manufacturer narrative:
(B)(4). Batch# p91v5w. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gynecological procedure, the blade and the sheath were disassembled when the device was taken out from the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p91v5w. Investigation summary the device was received with the torque wrench area broken and the broken part was not returned. Due to the condition of the device no functional testing could be performed. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.